Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that entitle co2 port is broken. Is very loose when trying to plug in. There was no patient or user impact were reported.